Event description:
According to a journal article, "h graft for narrowing of a cabrol type interostial saphenous vein graft conduit following aortic root reconstruction with bioglue", bioglue was utilized for reinforcement of an aortic root reconstruction. Two layers of felt, a hemashield graft, a valved conduit, and surgicell were also used in the procedure. The pt subsequently experienced a "delayed stenosis of one half of an interostial cabrol type saphenous vein graft conduit..." The article alleges an intense inflammatory reaction caused by bioglue and an anterior mediastinal fluid collection. Debridement of the sternal wound and partial debridement of the sternum were performed and the fluid collection was drained. The wound was packed and muscle flaps were utilized to cover the exposed graft. The pt reportedly recovered with no add'l complications.

Manufacturer narrative:
The author of the article is unk and all attempts to acquire the name of the author have been unsuccessful. With the available info, no specific conclusions can be drawn regarding the reported event. However, an investigation, including a medical review of the article, is ongoing.